Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a harmonic ace instrument to perform failure analysis. A review of a video provided by the customer shows a harmonic ace instrument being used to transect tissue. Shortly after beginning to activate the energy, the blade breaks and falls away from the harmonic ace instrument onto patient tissue.

Event description:
It was reported that during a da vinci-assisted thyroidectomy procedure, the jaw of the harmonic ace instrument became completely detached and fell inside the patient. The instrument was inspected prior to use with no visible damage noted and had been in use for approximately one hour when the incident occurred during tissue dissection. The detached fragment was successfully retrieved during the same procedure. The surgeon did not observe any functional issues with the instrument prior to the detachment, nor was there any collision with other instruments. A backup harmonic ace instrument was used and the procedure was completed robotically without further complications.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: d9, g3, g6, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument for failure analysis evaluation. The harmonic ace instrument was found to have the curved blade broken at the base. A piece approximately 11.0 mm x 2.1 mm was found to be broken off and was not returned with the instrument. Components adjacent to this broken blade did not show damage.